Manufacturer narrative:
Results: the regulator knob was loose from the pump housing. Conclusions: evaluation of the returned pump max revealed a functional device. During functional testing, the pump max was powered on and was able to achieve a vacuum pressure within specification. The pump was then run continuously for 30 minutes without issue. The reported complaint could not be confirmed. Further evaluation revealed that the regulator knob was loose from the pump housing. This damage was likely incidental to the reported complaint and typically occurs if the regulator knob is over rotated. Penumbra pumps are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a fistula using a penumbra system aspiration pump max 220 (pump max). During the procedure, the physician reported that the pump max was low, irregular, and continued to stop. The procedure was completed using the same pump max. There was no report of an adverse effect to the patient.